Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-aug-01. It was reported that no medication was given to the patient, the pump was refilled. The cause of the grogginess was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the hcp did a refill of the pump today and the refill procedure was unremarkable. Twenty to thirty minutes post refill, the patient suddenly became groggy. The hcp gave the patient some med and watched the patient. The hcp aspirated the drug from the pump and was able to aspirate the same volume he put into the pump. The patient¿s symptoms improved. No further patient complications have been reported as a result of this event.